Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a lumbar fusion procedure on (B)(6) 2020, the tip of the screwdriver broke off in the recess of the screw head. The screw was removed and discarded by or staff and the driver was removed from use. Another driver was used for the remainder of the case. Procedure was completed successfully with a delay of five to ten (5-10) minutes. This report is for a expedium quick-con si poly screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi78303 was released in a single batch. - batch1: lot qty of (B)(4) were released on 22 oct 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick-con si poly scwdrvr (part # 279712400/ lot # mi78303 ) was received at us customer quality (cq). The distal tip of the device has completely broken off. No fragments were returned. Device failure/defect identified? Yes. Dimensional inspection: since distal tip has completely broken off, shaft diameter just proximal to breakage was measured. Measured dimensions: shaft diameter = conforming. Conclusion: the overall complaint was confirmed. No defernite root cause determined. It is possible due to the excessive force was applied. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.